Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution. In addition, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k093745.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 4:30 pm, the patient obtained the blood glucose reading of 18.7 mmol/l (337 mg/dl) on the reported meter with a newly opened box of test strips. Based on this elevated reading, the patient took six units novorapid insulin. Upon returning home, at a time period greater than 20 minutes, the patient retested his blood glucose level using a different vial of test strips and obtained the reading of 2.7 mmol/l (49 mg/dl). At that time, the patient experienced the symptoms of hunger and yawning. At 6:15 pm, the patient administered self-treatment with food; he did not seek medical attention. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels suggestive of severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received treatment with food. Therefore, this complaint is being reported.